Event description:
It was reported by service report that two screws were missing from the motion interrupt pan. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: two screws missing from motion interrupt pan.